Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on the lcd board and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the display screen was cracked and that they fell off their skateboard. Troubleshooting for the cosmetic damage was performed. Customer advised they have a bruise, they continue to give themselves a basal and that they are wearing the insulin pump. Customer advised the screen has scratches everywhere and it is not legible. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.